Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an edwards valve, in aortic position by transfemoral approach. Resistance was noted when pushing the valve outside the esheath near the c-marker. It seemed that the final part of the introducer was not expanded. The loader was able to be fully inserted. The esheath was not inserted at a steep angle. The valve was successfully implanted and the patient is in good condition. As per preliminary decontamination evaluation of the device, distal tip torn was observed.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The returned device was visually inspected and the following was observed: liner fully expanded. Distal tip did not open along axial score line and is torn radially along distal edge of liner. Scratches present on the distal end of sheath shaft. Stretching found along distal tip tear. Due to condition of the returned device (distal tip torn), no applicable functional testing was able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed per evaluation of the returned device . However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per report, ''the esheath did not perform well as the physicians found a resistance to push the valve outside it, near the c-marker. It seemed that only the final part of the introducer was not expanded. The loader was able to be fully inserted. The esheath was not inserted at a steep angle. The esheath was damaged during procedure, due to an excessive push force''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per the follow-up information, the patient had mild calcification and tortuosity. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity, in combination with calcification nodules (scratches on returned sheath is indicative of interaction with the shaft) can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. A corrective/preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified.